Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (5 mg at 1.99837 mg/day) and bupivacaine (20 mg at 7.99349 mg/day) via an implantable infusion pump. It was reported that the patient had a kink in there catheter causing the pump to underinfuse. No action was taken. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. Interventions included the catheter was explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. No further complications were reported/anticipated.